Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion pen needle was unable to prime, and unable to deliver insulin. The following information was provided by the initial reporter: consumer stated when taking injection and when priming, no insulin flows.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: customer returned a total of 44 used 4mm, 32 gauge nano pen needles. 30 of these pen needles were visually inspected prior to testing. 3 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 1 was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. Clog test was conducted on 7pcs retention samples and no needle clog fail found. The remaining 26 samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. Lot#1126171 DHR was reviewed and no related qn found. Based on the samples received, bd found that 3 pen needles had become bent and 1 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that the relion pen needle was unable to prime, and unable to deliver insulin. The following information was provided by the initial reporter: consumer stated when taking injection and when priming, no insulin flows.